Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who had essure (batch no. 898926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted". The patient's concurrent conditions included migraine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), back pain ("back pain"), loss of libido ("loss of libido"), coital bleeding ("bleeding after sex"), vulvovaginal rash ("rash in vaginal area/rashes or skin conditions type: vaginal area"), abdominal distension ("bloating"), dysgeusia ("metallic taste in mouth"), headache ("headaches/migraines / headaches"), depression ("depression"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oopherectomy - left side). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, vulvovaginal rash, menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, vaginal discharge and fatigue had resolved and the abdominal pain lower, abdominal pain, back pain, loss of libido, coital bleeding, abdominal distension, dysgeusia, headache and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, coital bleeding, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, loss of libido, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal rash to be related to essure. Most recent follow-up information incorporated above includes: on 16-may-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: vaginal area, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 42-year-old female patient who had essure (batch no. 898926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted". The patient's concurrent conditions included migraine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), back pain ("back pain"), loss of libido ("loss of libido"), coital bleeding ("bleeding after sex"), vulvovaginal rash ("rash in vaginal area/rashes or skin conditions type: vaginal area"), abdominal distension ("bloating"), dysgeusia ("metallic taste in mouth"), headache ("headaches/migraines / headaches"), depression ("depression"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oopherectomy - left side). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, vulvovaginal rash, menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, vaginal discharge and fatigue had resolved and the abdominal pain lower, abdominal pain, back pain, loss of libido, coital bleeding, abdominal distension, dysgeusia, headache and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, coital bleeding, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, loss of libido, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), loss of libido ("loss of libido"), coital bleeding ("bleeding after sex"), vulvovaginal rash ("rash in vaginal area"), abdominal distension ("bloating"), dysgeusia ("metallic taste in mouth"), headache ("headaches") and depression ("depression"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, abdominal pain, back pain, loss of libido, coital bleeding, vulvovaginal rash, abdominal distension, dysgeusia, headache and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, coital bleeding, depression, dysgeusia, dyspareunia, headache, loss of libido, pelvic pain and vulvovaginal rash to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.